Event description:
It was reported the pt experienced a confirmed pump motor stall. The motor stall occurred on (B) (6) 2010 as noted in the pump event logs, with no motor stall recovery recorded. The hcp updated the pump; the dialogue box continued to show a motor stall. The hcp was considering a pump replacement as this pump was not functioning properly. The pt was beginning to show signs of early withdrawal. The hcp planned to admit the pt to the hospital.

Manufacturer narrative:
(B) (4).